Event description:
It was reported that when using the bd pyxis¿ es server, had multiple patients was not crossed over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device this incident, it was determined that multiple patients were not crossing over to all pyxis. A technical support specialist (tss) had remoted into the server and found messages backed up on the enterprise application server. The tss confirmed that external inbound processing service had shown a 'deque' error. The tss stopped and restarted the inbound processing service, after which the messages were processed. The tss then called customer back and informed that all active directory /orders were current. Finally, the tss installed a task to have the system check the log every 10 minutes and restart the service if needed. The system functioned as intended after the technical support specialist troubleshot the device.